Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activity related to the complaint was observed in the black box or download history. The battery was not returned with the pump for investigation. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 7 hours, no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The pump cover was removed to inspect for internal moisture ingress and none was found. The power circuit was tested for intermitting conditions and no defects were found.

Event description:
It was reported the pump was intermittently hot to the touch. There was no damage, moisture or corrosion seen on the pump. The pump had not been exposed to moisture. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.